Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip difficult/delayed activation - clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. The clip delivery system (cds) (10120u124) was advanced to the mitral valve and noted small left atrium, with limited height for the transseptal puncture of 4 cm, small cardiac chambers, posterior leaflet flail. The grasping location was a2-p2a (the lateral side of the p2 scallop). During deployment of the clip after removing the lock and gripper lines, the actuator knob was turned 8 times and pulled fully out. However, the clip was not released from the shaft. Physician tried to pull the actuator knob further but without effect. After discussion with the clinical team, physician tried to gently rotate and advance the dc handle, release "m" and "+" knobs in order to release the tension on the system but without effect. Abbott proctor contacted another member of the abbott mitraclip team to consult and all the actions listed above were repeated but without effect. After 7 minutes from the start of deployment and troubleshooting, the shaft sprung away from the clip and clip was deployed. The anatomy was carefully inspected and there was no signs of damage or injury. A total of two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.